Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. (B)(4).

Event description:
It was reported that, during a normal device changeout procedure, the physician decided to also replace this lead due to high thresholds and loss of capture. The lead was surgically capped and abandoned. No additional adverse patient effects were reported.